Event description:
It was reported during routine inspection that a cs100 intra-aortic balloon pump (iabp) had compressor data was lower than the specified range and the maintenance kit needed to be replaced. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number - 2249723-2025-0002326 in your database.